Event description:
Add'l info rec'd from MFR 9/15/04: this letter is in response to the complaint on the catalog number clg-2234, lot number 404051 and clg-2250, lot number 311004. Three samples of clg-2250 and one sample of clg-2234 were returned for eval. A review of the unopened pouches did confirm complaint that the caps were detached from the sets. While MFR has not had a history of this problem with any of their sets, MFR has used complaint to reinforce procedures. MFR has made the necessary adjustments to assembly and inspection criteria to ensure that this does not happen again. One sample was received still in the package and confirmed that the cap was unattached and loose in the pouch. The cannula did have a protective cover in place. The cap attachment on all cms sets is performed by hand. Physically attached the cap to the female luer on the set to rule out a component defect. Lot history was checked and there were no mrr reports for this lot on file. Database indicated there were a total of ten sets which matched the "floating in pouch" nonconformity since 1996. None of these complaints were on the clg-2234 product. Corrective action: quality assurance and production personnel were notified of this complaint and were instructed to monitor capping operations more closely.

Event description:
Opened a sterile package containing a non-coring safety infuson set. Found the needle to have no cover on it and no cap on luer lock tubing.